Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported see MDR 3013394970-2018-00635.

Event description:
The user facility reported the angio-seal device failed to seal the arteriotomy. The patient was stated to be fine. The procedure outcome was successful. Additional information was received on september 20, 2018. After deployment, the pusher would not advance smoothly and hemostasis was not achieved by the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angio-seal sts plus was returned for evaluation. The hemostasis sheath was mated with the carrier tube assembly. The deployment sleeve was in full rear lock position and some suture hung out from the distal tip of the carrier tube. The suture appeared to be cut manually. The tamper tube was returned separate from the device. The deployment sleeve was in full rear lock position with the color bands completely exposed on both sides. No anomalies were noted upon visual and microscopic inspection of the outer device surface. The hub of the carrier tube assembly was disassembled and the suture spool was examined. There were no turns of suture left within the spool and the suture end was securely clasped on the tensioner. The returned device condition was consistent with full deployment. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device". There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the actual sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The following was reported in follow up no. 1: "one 6f angio-seal sts plus was returned for evaluation. The hemostasis sheath was mated with the carrier tube assembly. The deployment sleeve was in full rear lock position and some suture hung out from the distal tip of the carrier tube. The suture appeared to be cut manually. The tamper tube was returned separate from the device. The deployment sleeve was in full rear lock position with the color bands completely exposed on both sides. No anomalies were noted upon visual and microscopic inspection of the outer device surface. The hub of the carrier tube assembly was disassembled and the suture spool was examined. There were no turns of suture left within the spool and the suture end was securely clasped on the tensioner. The returned device condition was consistent with full deployment. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device". There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the actual sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information." The following is the correct manufacturer narrative: one 6f angio-seal sts plus was returned for evaluation. The hemostasis sheath was mated with the carrier tube assembly. The deployment sleeve was in full rear lock position and some suture hung out from the distal tip of the carrier tube. The suture appeared to be cut manually. The tamper tube was returned separate from the device. The deployment sleeve was in full rear lock position with the color bands completely exposed on both sides. No anomalies were noted upon visual and microscopic inspection of the outer device surface. The hub of the carrier tube assembly was disassembled and the suture spool was examined. There were no turns of suture left within the spool and the suture end was securely clasped on the tensioner. The tamper tube did not exhibit any anomalies. The returned device condition was consistent with full deployment. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the actual sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.